Event description:
It was reported that the patient experienced minute ventilation (mv) oversensing as a result of high impedance measurements and noisy signals from a competitor's right atrial (ra) lead. Boston scientific technical services were contacted and recommended in-clinic lead integrity testing. Programming recommendations were also provided to prevent mv oversensing in the future. The patient was stable with no adverse consequences. At this time, the system remains implanted and in service.